Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer woke up for eleven days with blood glucose between 40 mg/dl and 45 mg/dl. It was found that low blood glucose were due to insulin changing from u100 to u500 without any adjustments made to insulin pump. Customer's diabetic care manager was contacted.